Manufacturer narrative:
(B)(4). No injury has occurred as a result of this event. The hamilton ventilator operator manual limits the list of co2 sampling lines that may be used with the flow sensor and does not include microstream sampling lines in this list. The manufacturer has determined that no immediate remediation is required at the time of this report.

Event description:
It was reported that there is a potential problem with the currently recommended parts to be used with a hamilton t1 transport ventilator, when used with the attached component parts on babies. The flow sensor protrudes into the neonatal co2 sampling airway adapter and there is a potential that a small part of the airway adapter could get dislodged and become a foreign body in a baby's airway. There is no report of any injury to a patient. The customer felt it was appropriate to engage the relevant authorities to prevent any potential harm coming to very small children.